Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; the device broke prior to using in patient for nissen fundoplication. The device would not load a needle. The case was completed with another device.